Event description:
It was reported a coronary angiogram (cag) was performed. The procedure time was 1 hour and a 6f terumo radiofocus sheath and 4f coronary catheters were used. A pre-deployment angiogram revealed the puncture location as being the common femoral artery with mild tortuosity in the artery present. A 6f angio-seal sts plus was deployed and hemostasis was achieved. The next day, the physician confirmed the presence of diminished peripheral arterial flow and occlusion of the common femoral artery. The anchor, suture and collagen of the angio-seal were removed by surgical intervention.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.